Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had leaking and return of symptoms. Patient also reported that they were not feeling stimulation at .06 and was increased to 1.4 but still could not feel stimulation and that the therapy might have been off. Patient also mentioned they were exposed to an emi environment during the hysterectomy no further complications were noted or anticipated.